Event description:
It was reported that during the ipg replacement procedure (MFR. Report no. 3006630150-2023-02088), the physician noticed that the lead was bent and fractured. The patient still has coverage despite the high impedances that were also noted.